Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the white crystalized foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
A customer returned an evis exera iii colonvideoscope with no complaint or reported patient harm. The customer did not report a complaint on 18may20223. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a whiteish crystalized foreign material was inside the air/water tube, auxiliary channel, and air/water cylinder, due to insufficient reprocessing.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5, the air/water cylinder had discoloration. The suction cylinder had discoloration. Due to clogging of nozzle, air supply volume did not meet the standard value. Due to wear of angle wire, bending angle in left direction did not meet the standard value. The adhesive on the bending section cover had a crack. The universal cord had a wrinkle. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.